Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, when the colon transversum and ileum were resected, small intestine fluid escaped through the staple line on the terminal ileum. The staple line was overstitched with sutures.